Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Were there any patient consequences? No. 2. Please provide lot number ¿the lot number wasn¿t recorded unfortunately. 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) I am a little unsure what this question is asking but I assume j&j are asking for the name of the surgeon involved in the incident, which I hope I have answered already by forwarding this email on. (B)(6). 4. Was the procedure successfully completed? 5. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure?

Event description:
It was reported that a patient underwent a complex redo case procedure on (B)(6) 2024 and suture was used. While constructing the proximal anastomosis with suture it flared and snapped. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were there any patient consequences? 2. Please provide lot number. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.